Manufacturer narrative:
The investigation for the console issues has been completed. Data logs from the day of the complaint show that after first purge cassette was inserted into console, purge priming was never completed. The same issue was noticed after second purge cassette was inserted. In both cases, the priming doesn't progress passed the luer detection phase of the wizard. Real time logs show no stabilizing of purge pressure when at 90% priming waiting for luer connection. Console was returned for evaluation. A known good pump and purge line was run for more than an hour without any anomaly. The failure couldn't be reproduced and investigation revealed the console priming to completion as expected.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Event description:
The user facility reported a 74-year-old asian female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp support when the automated impella controller (aic) was not passing priming. Even after replacing the purge cassette, priming did not proceed and was not completed, so insertion was discontinued.